Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was beeping without displaying an alarm. Blood glucose value is unknown. Troubleshooting was performed. No buttons were accidentally pressed, no alarms found in the memory and no other device nearby beeping. The insulin pump was not in suspend or in temporary basal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement and self test. No unexpected audio/beeping/message alarms tones/ anomalies noted.